Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial in liquid. Visual inspection found haptic torn. Dimensional and functional inspection found the lens to be within specifications. Corrected data; d4: primary unique device identifier (UDI) #:(B)(4). "UDI related data quality updates only" claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was explanted. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).